Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon was attempting to insert a lens into the pt's eye using an inserter when he noticed that the trailing haptic was damaged. The surgeon then attempted to insert a second lens into the pt's eye using an inserter, when he noticed that the trailing haptic of the second lens was also damaged. The surgeon then decided to enlarge the incision and implant a third lens using forceps. Reportedly, the pt is fine with the implanted lens. Add'l info has been requested, but no new info has been received. This report refers to the first lens involved in the event. Reference MDR #: 1119279-2014-00231 for the second lens involved in the event. Reference MDR# 1119279-2014-00232 for the injection cartridge (s) involved in the event.